Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised to disconnect from the device and revert to a backup plan and we will sent out a new replacement pump.

Manufacturer narrative:
All of the buttons functioned properly no damage was found on the keypad assembly. No button error alarm. Inspected the connector on the lcd and no unlock keypad connector. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.